Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic stimulation due to right ventricular (rv) and left ventricular (lv) leads. The device was reprogrammed and the leads remain in use. No further patient complications have been reported as a result of this event.